Event description:
The patient reported "passing out" and upon device interrogation it was found that the leads were losing capture and had moved. The output was increased which resulted in phrenic nerve stimulation. The patient and the device/system were re-evaluated and it was determined that the leads were poorly placed. The leads were both explanted and replaced. The patient also reported swelling in their arm and had after the initial implant procedure which was done via the cephalic vein approach and following the lead replacement procedure the swelling was reported to have improved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.